Event description:
A complaint was reported, stating the pt was experiencing charging difficulty. It was determined through diagnostic software that the implantable pulse generator was fully charged when coupled over the ipg. After unsuccessful troubleshooting by the bsn representative, the pt's ipg was replaced. The pt is reportedly doing well after the procedure.